Event description:
During the atrial fibrillation procedure it was reported in the middle of the case, there was a decrease in the patient's blood pressure and intracardiac echocardiogram confirmed pericardial effusion. The case was continued and towards the end of the case, the blood pressure dropped significantly and pericardiocentesis was performed. 200 cc of fluid was removed from the pericardial space. The patient was stable and under observation. Additional information stated the patient was stable and out of intensive care unit. This issue was reported under the ablation catheter (navistar rmt thermocool) under report number: 2029046-2012-00157 submitted on (B)(6) 2012. Upon receiving of this device (lasso nav catheter) on (B)(6) 2012, it was visually identified there were two char and one blood residue spot on the device. Catheter ring #3 and #6 both had a char measured 1mm in diameter. Catheter ring #8 had a blood residue measured 1.5mm in diameter. Due to the observation of the char and blood residue by the analysis lab, this issue is now MDR reportable, alert date is reset to (B)(6) 2012.

Manufacturer narrative:
Ref: (B)(4). It was reported that a pericardial effusion occurred. This issue was reported under the ablation catheter (navistar rmt thermocool) under report number: 2029046-2012-00157 submitted on (B)(4) 2012. This lasso catheter was reported as a MDR due to the char observed on the electrodes. Upon receipt, it was visually identified there were two char and one blood residue spot on the device. Catheter ring #3 and #6 both had a char measured 1mm in diameter. Catheter ring #8 had a blood residue measured 1.5mm in diameter. However after further review it has been determined that the residues found on the ring was not char but dried blood. Then per the event, the catheter was electrically tested and it passed specifications. Also a deflection test was performed and the catheter passed all tests. The returned device was tested for eeprom, carto, 4 khz and calibration functionality and it passed these tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pe remains unknown.

Manufacturer narrative:
Investigation is still in progress. A supplemental report will be submitted once completed. Carto 3 rmt system: model #: m-5830-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Navistar rmt thermocool: model #: d-1266-01-s, lot #: 15659141m. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).